Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure, fluid loss was noted in the system; however, the source was unknown. The patient was expected to fully recover following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.